Manufacturer narrative:
The device was not returned for analysis. A review of the manufacturing records identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. The reported difficulties and subsequent treatment appear to be related to an interaction of the device with patient anatomy, suture pulled until it breaks, or tensioning angle is not being coaxial due to circumstances of the procedure. There is no indication of a product quality issue with respect to design, manufacture or labeling of the device. The two additional proglide devices referenced are filed under separated medwatch report numbers.

Event description:
It was reported that suture placement in the left common femoral artery was attempted with proglide devices using the pre-close technique via a 6f sheath prior to a transcatheter aortic valve replacement (tavr) interventional procedure. The sutures of two proglide devices were successfully pre-placed at 10 o'clock and 12 o'clock positions. The sheath was upsized to greater than 8.5f and the procedure was completed. Reportedly, at time of advancing the knots, the sutures of both devices broke. A third proglide device was attempted; however, same issue occurred. Hemostasis was then achieved with a covered stent. There was no reported adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.